Manufacturer narrative:
(B)(4). Carefusion medical device complaints were previously managed by cardinal health under a transitional service agreement from sept 1, 2009 to july 7, 2011. In retrospective review by carefusion representatives it was determined that this even necessitates submission as an MDR in adherence with 21 code of federal regulation part 803. No instrument was received for evaluation. The lot code cannot be determined without sample, and no lot code was reported. The current lot (at the time of the report) device history record was reviewed, with no issues found. Complaint trending analysis performed. No trend or issues were found for this type of complaint on this product code. Without the actual sample, the report cannot be confirmed nor could a root cause be assigned. No corrective actions taken at this time.

Event description:
During a cervical disk surgery, rhoton dissector (microcurette) broke off but the fragment was located by the neurosurgeon and removed. The original intended procedure was an anterior cervical disk fusion with allograft. The following is additional information obtained on (B)(4) 2011: the patient's original diagnosis was cervical discogenic disease c2-3 (l) and c 6-7 (l). The case was not delayed. The retrieval of the instrument part was straight forward and immediate and no additional anesthesia, surgical, or medical intervention was required. The piece fell into the incision but was removed easily using instrumentation at hand. The instrument was then set aside. Other instruments in the set were used in its place. The device was not available for evaluation.